Event description:
Pt had gel breast implants placed on 7/24/91. She became encapsulated on the right side & underwent an open capsulotomy on 6/16/92. She has become encapsulated again on the right side. It is very painful. A right breast capsulectomy was indicated & was done on 6/2/95.